Event description:
The account alleged the foot brake caster would swivel while in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the foot brake caster to resolve the issue.